Event description:
Diasorin molecular llc received a complaint alleging "a high number of positive results" on an unknown number of patient samples with the simplexa covid-19 direct assay. The customer confirmed no patient results were reported to a diagnosing physician or clinician. No alleged harm occurred. Patient health information and sample collection method was not provided.

Manufacturer narrative:
Diasorin molecular llc received a complaint alleging "a high number of positive results" on an unknown number of patient samples with the simplexa covid-19 direct assay. The customer decontaminated their instrument on (B)(6) 2021 and (B)(6) 2021 and tested utm that resulted as follows: on (B)(6) 2021, sample ID (B)(6) (utm): orf1ab (33.6). Pc = s gene (27.4) orf1ab (28.6). On (B)(6) 2021, sample ID (B)(6) (utm): s gene (34.3) orf1ab (32.5), pc = s gene (27.0) orf1ab (27.8). The customer ran additional utm sample runs from (B)(6) with false positive results again with s gene CT range = 34-36 and orf1ab CT = 33, near the simplexa assay limit of detection. This is indicative of the utm samples experiencing a low level of contamination. The subsidiary scheduled a visit to the customer site on (B)(6) 2021 to perform a deep environmental cleaning. The follow up with the subsidiary is pending as of 12/8/21. The customer's device or suspected false positive samples were not provided for investigation. Batch record review showed the critical component, reaction mix mol4151 lot# x12999n, met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing. Retains of the suspected device were previously tested on (B)(6) 2021 with 14 ntc replicates with zero (0) occurrences of false positive in either the s gene or orf1ab targets. No malfunctions occurred during retain testing. Issue unconfirmed. Potential causes for false positive results may be an instrument failure or error, an operator error, incorrect handling of reagents during testing or storage, or deviation from assay procedures outlined in the package insert. Without the customer's device or suspected false positive samples, it is not possible to determine a definitive root cause at this time. This is the 1st complaint on mol4150 lot# x12534n for suspected false positive results.